Event description:
It was reported that the acetabular cup was removed during hip revision surgery. The surgeon noticed minimal ingrowth on outer surface of the cup. Upon removal of the biolox head from the stem, the surgeon noticed black substance on the trunnion of the stem as well as the inner diameter of the head. A tritanium revision cup was inserted, along with 2 screws. An mdm liner was inserted, the stem was checked and left in. A universal sleeve was put on the trunion with a 28mm +4 universal biolox head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding revision involving a ceramic head was reported. The event was not confirmed. Metal transfer marks, from the revision process were observed. Black debris and metal transfer marks were observed. The material analysis report concluded: the black debris observed on the machined tapered surface of the biolox head was made up of material transfer from the stem trunnion and organic boney matter. No material or manufacturing defects were observed on the components examined. A review of the provided information by a clinical consultant could not determine a root cause or confirm the event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, progress notes are needed to fully investigate the event.

Event description:
It was reported that the acetabular cup was removed during hip revision surgery. The surgeon noticed minimal ingrowth on outer surface of the cup. Upon removal of the biolox head from the stem, the surgeon noticed black substance on the trunnion of the stem as well as the inner diameter of the head. A tritanium revision cup was inserted, along with 2 screws. An mdm liner was inserted, the stem was checked and left in. A universal sleeve was put on the trunnion with a 28mm +4 universal biolox head.